Manufacturer narrative:
Gas gain alarm occurred. Eap personnel went over numbers in details and reviewed several other important points. Customer was pleased with our discussion and had no other question.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.